Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, lot# b003007n06, implanted: (B)(6) 2003, product type: catheter. Analysis of the catheter, model# 8731, lot# b003007n06, found a hole in the catheter body 6cm from the connector. The analysis interrogation report indicated the patient received baclofen (2000.0mcg/ml, unknown dose). At the time of return, the pump was shut off (in stopped pump mode) for 523 hours and 30 minutes.

Event description:
The pump and catheter were returned for analysis without any information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.